Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that upon sensor deployment, sensor wire detached from applicator. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient states the wire was attached to the insertion barrel. No additional patient or event information is available.